Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) unavailable as the product is no longer manufactured. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
Medtronic received information that, while outside of a procedure, it was reported the camera was not connected. The site was attempting to step through the software and were getting to the camera stage where they saw a red x and could not proceed. The software was restarted and the lemo connector was reseated at the back of the camera with no resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.